Event description:
Site reported recent problems with post operative inflammation one (1) day post operative intralase flap creation. Surgery date: (B)(6) 2012. Eye: bilateral stage 1-2 diffuse lamellar keratitis (dlk). Intervention: not provided. Progress: as of (B)(6) resolved. Medication: levofloxacin; dexamethasone minims; clinitas; hylo-tear.

Manufacturer narrative:
Date of this report: (B)(4) 2012. Date received by manufacturer: (B)(4) 2012. Placeholder.

Manufacturer narrative:
Concomitant medical products: patient interface, lot #cj01390; exp. 2013-09; patient interface, lot unknown; amo eximer laser. The system was checked and found to be within specifications. It was noted that the temperature went as low as 12.5 degrees celsius and the required ambient room temperature should be between 19 and 23 degrees celsius. A review of the manufacturing records for the patient interface, lot number cj01390 was conducted and the documentation shows that the product was manufactured within specifications. An additional system was also checked and found to be within specifications (intralase ifs; 20005k, serial #(B)(4); device manufacture date october 2008). Placeholder.